Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations. However, device migration is a known issue for implanted devices. As a result, evaluation conclusion code "known inherent risk of device" was added.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative reported the patient had an ablation procedure the day prior. The patient subsequently complained of discomfort at the site. Upon further evaluation it was discovered the icm device had moved and was causing pressure at the implant site. The icm device had not eroded through the skin. The physician attempted to reposition the icm device without success. Ultimately the icm device was removed and another icm device was successfully implanted. The icm device has been returned for analysis. There were no additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative reported the patient had an ablation procedure the day prior. The patient subsequently complained of discomfort at the site. Upon further evaluation it was discovered the icm device had moved and was causing pressure at the implant site. The icm device had not eroded through the skin. The physician attempted to reposition the icm device without success. Ultimately the icm device was removed and another icm device was successfully implanted. The boston scientific representative provides the icm device will be returned for analysis. There were no additional adverse patient effects reported.